Event description:
It was reported the pt is experiencing pain in his heel when walking. In addition, the pt alleges difficulty initiating a urine flow when stimulation is in use. F/u on this matter found the pt's heel pain was successfully addressed via reprogramming and the urinary issue has resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.